Event description:
The customer reported that during an sbo resection for an incarcerated hernia, the device would not cut or seal. The procedure was completed using clips and sutures. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.